Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply and infusion site change, the user experienced persistent hyperglycemia and an occlusion alarm that was dismissed, later finding a bent cannula and subsequently presenting with very high blood glucose that required emergency care and IV fluids for dehydration, while remaining connected to the ilet. Symptoms included lethargy and dehydration associated with severe hyperglycemia. Outcomes included emergency department treatment with IV fluids and clinical stabilization. Investigation included troubleshooting with flow verification through the infusion set and instruction to replace the infusion site. Investigation of this case revealed an infusion set issue consistent with a bent cannula and probable flow obstruction that impaired insulin delivery, which aligns with user-reported occlusion and persistent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to cause unclear for the hyperglycemic event with contributing infusion set malfunction factors.